Event description:
Additional information received reported, the patient had their entire system removed.

Manufacturer narrative:
Additional review determined, the following eval code - conclusion was not related to this event.

Manufacturer narrative:
Product ID 7428, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v176115, implanted: 2009 (B)(6); product type lead product ID 7436, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v176115, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was scheduled for a full system explant on (B)(6) 2015. The patient had several other health issues not related to their deep brain stimulation therapy and they may have multiple sclerosis. The removal of the system was for testing purposes related to the patient's other issues.

Event description:
It was reported that impedance greater than 4000 ohms was measured on some electrode pairs on both sides. The manufacturing representative wanted to know if the patient could have an MRI if the healthcare professional (hcp) removed the implantable neurostimulator (ins) and left the lead/extension intact. On the day of this report, the manufacturing representative was meeting with the patient and their hcp. Follow up with the manufacturing representative indicated that the patient was scheduled for a possible replacement. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.